Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient was getting the replace patient programmer (pp) battery screen. Patient did not have new batteries to try. It was indicated that patient would replace the batteries. Patient was having trouble with controlling her bowels. It was later, patient reported that she did not have any changes or did not know what led to difficulties control her bowels.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.